Manufacturer narrative:
The device subject of the reported event was not returned for evaluation. Without the return of the device, a root cause can not be determined. The device review history (DHR) for the subject lot was reviewed, and no abnormalities were found. A complaint review was conducted for this lot and indicates this to be an isolated event. Steris evaluated the reported event and determined it does not meet our reporting criteria under 21 cfr part 803. It should be noted that steris is submitting a medical device report (MDR) solely due to the receipt of the user facility medwatch report which is in accordance with our procedures and policies. A follow-up report will be submitted should additional information become available.

Event description:
The user facility reported via medwatch report (B)(4) that the tubing was not "spitting water when button was depressed." The tubing was changed and the scope functioned correctly. No report of injury.